Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "painful by the armpit", "looking like they're deflating" and "redness around there, it looks like rash.".

Event description:
Patient reported left side "painful by the armpit", "looking like they're deflating" and "redness around there, it looks like rash.". Device remains implanted.